Event description:
The patient reported that they used their programmer to check their settings and saw a por error message on (B)(6) 2016. They were just sitting on the couch when they saw the message. The patient mentioned that the healthcare provider (hcp) had checked the implant the last time they fell. The hcp had indicated that the implant was okay, and the patient had not had any falls or traumas since then. It was noted that the patient had an echogram and ultrasound for their clotted arteries within the last three months prior to the report. They were going to contact their hcp to make an appointment and have a manufacture representative there as well. They were undergoing surgery to have a stent put in for their clotted arteries on (B)(6) 2016. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.